Manufacturer narrative:
D4 lot number: 719660.

Event description:
Additional information received further reported that, at explant, the reservoir was found to be empty. The tubing to the cylinders was broken, causing loss of fluid in the system. The device was explanted without difficulty, and a new device was implanted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to information, this device was explanted due to an unspecified malfunction.